Manufacturer narrative:
Date of report: 03jan2019. Date received by manufactrer: 28dec2018. The customer stated the issue was resolved by troubleshooting the device. The unit successfully passed the required performance verification test. No parts were returned to philips for evaluation, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/11/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.